Event description:
It was reported that the customer's pump was "un-usable". No additional information was provided by the customer. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.